Event description:
Subsequent to the initial medwatch report, the following information was received: an attempt was made to retract the thumb advancer but the thumb advancer could not be moved. The device was removed by applying counter-traction with an assertive pull. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported difficulty removing the device and the thumb advancer would not retract. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a peripheral revascularization procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. After unlocking the thumb advancer via the two access ports, the thumb advancer was proximally retracted, which freed the device for removal. When the device was removed, bleeding continued and the starclose se device clip was observed deployed on the distal-end of the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.